Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. The rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating the rv lead was surgically abandoned and replaced due to impedance issues. No additional adverse patient effects were reported.